Event description:
While durolane injection was being injected into a patient¿s joint, about half of the contents leaked out between the area where the syringe and the threads that hold the needle meet. The portion of the syringe where the needle attaches camp apart while injecting and created a gap between the needle and syringe. The patient received about half of the contents of injection and the other half squirted out of the sides. This occurred on [redacted date]. After replacement sent from bioventus, pt had to return to receive a full injection on [redacted date] - approximately 5.5 weeks later. Manufacturer response for hyaluronic acid knee injection, durolane (per site reporter). Sent replacement injection.